Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4) displayed multiple "re-align patient error messages was confirmed during archive data review; however not confirmed during functional testing. No device malfunction was observed during the testing and the autopulse platform performed as intended. Based on archive data review the autopulse platform displayed multiple user advisory (ua) 17 (max motor on time exceeded during active operation) and ua 2 (compression tracking error) error messages. The root cause for ua 17 was due to the stiffness of the patient's chest. The root cause for ua 2 was due to the lifeband was open or incorrect position of patient during take-up/compression. The secondary report of the platform has a rattling sound was confirmed. The root cause was due to a small piece of chipped plastic from the top cover came off inside the platform. The chipped plastic was removed from the platform to address the rattling sound issue. Upon visual inspection, unrelated to the reported complaint, observed damaged/torn load plate cover. The probable root cause torn load plate cover could be due to user mishandling. Load plate cover to be replaced to address the physical damage. In addition, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The impact of sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. During archive data review, the autopulse stopped compression multiple times due to ua17. The error messages were noted around the reported event date, confirming the customer's complaint. The device was powered on had 4 sessions (5, 288, 236,8 compressions) and then stop to ua 17. The drive train motor was on too long during active operation. The autopulse did not reach the target depth within the specification. This might cause due to the size and the stiffness of the patient's chest. Further reviewing the archive, noticed two ua2 occurred during the day of the event. This error message typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. During initial functional testing, no issues or error occurred. Performed the brake gap inspection, verified the brake gap was within specification. Performed the run-in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any issues or error. Waiting for customer's approval for service.

Event description:
The autopulse platform (sn (B)(4) was used on a patient approximately (B)(6) lbs. And displayed multiple "re-align patient" error messages. Following this, the crew immediately performed manual CPR. In addition, it was observed that the platform has a rattling sound inside. No consequences or impact to patient.